Event description:
It was reported that during deployment of a vena cava filter, the filter became tilted in the ivc. Attempts were made to remove the filter with a snare device, but they were unsuccessful. The filter remains implanted. There was no report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.